Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, a false alert that the device was in backup mode was triggered. The alert went away in the second transmission. The patient is in stable condition.